Event description:
It was reported that during the injection of the treatment, we noticed a leak 2 cm before the end of the catheter. It was impossible to use. The catheter was thus cut ahead of the leak and clamped to plug into the filter. The incident had no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter leaking could not be determined based upon the information provided and without the sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the injection of the treatment, we noticed a leak 2 cm before the end of the catheter. It was impossible to use. The catheter was thus cut ahead of the leak and clamped to plug into the filter. The incident had no consequence for the patient.